Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: mat: 367856. Lot: 1319219. No customer samples and no photos were received in support of this complaint. Therefore, 10 retention tubes from the bd inventory were visually inspected and functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because no samples were received and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while during use bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes it was found that the tube had low draw. This occurred once. The following information was provided by the initial reporter, translated from chinese to english: during use of the tube, it was found that the tube had low draw.